Manufacturer narrative:
Product manufactured but not sold in the u.s. Claim# (B)(4).

Event description:
An article was published in the int j ophthalmol in february 2019 titled, 'visual performance after implantation of two types of phakic foldable intraocular lenses for correction of high myopia.' The article states that one eye of the icl v4c group had fine anterior subcapsular lens opacity which was caused by inadvertent iatrogenic touch of crystalline lens during implantation. It was presented during early follow up and remained stable throughout the whole follow up period without effect on cdva" additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.